Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the vertek arm would not fixate. When turning the arm, the ball joint does not fixate unless an extreme level of force was applied. There was no patient present at the time of the issue.